Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to b5 for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. This report is being sent to provide new information in sections h6 (evaluation conclusion codes) and h11 (additional MFR narrative).

Event description:
It was reported that a remote alert was received from this implantable pacemaker, indicating that the right ventricular (rv) lead impedance was elevated and out-of-range (greater than 3,000 ohms). It was noted that these individual out-of-range values have occurred several times since march 2024. Manual provocative maneuvers were performed, which revealed no abnormalities. The device had been previously reprogrammed and x-ray imaging had already been performed. Boston scientific technical services (ts) was contacted and discussed that these individual out-of-range impedance values were likely the result of fretting in the device header, as the rv lead is not a boston scientific product. Additionally, there was evidence of recent over-sensed rv myopotential noise. Ts provided recommendations for further troubleshooting prior to a device replacement procedure for normal battery depletion. At this time, this system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a remote alert was received from this implantable pacemaker, indicating that the right ventricular (rv) lead impedance was elevated and out-of-range (greater than 3,000 ohms). It was noted that these individual out-of-range values have occurred several times since (B)(6) 2024. Manual provocative maneuvers were performed, which revealed no abnormalities. The device had been previously reprogrammed and x-ray imaging had already been performed. Boston scientific technical services (ts) was contacted and discussed that these individual out-of-range impedance values were likely the result of fretting in the device header, as the rv lead is not a boston scientific product. Additionally, there was evidence of recent over-sensed rv myopotential noise. Ts provided recommendations for further troubleshooting prior to a device replacement procedure for normal battery depletion. At this time, this system remains implanted and in-service. No adverse patient effects were reported.